Event description:
The insert was found to be "unstable" after it was inserted into the acetabular cup. The insert was implanted in the patient. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Additional information: evaluation can not be performed because the device was not returned to howmedica.